Event description:
It was reported that a user on ilet bionic pancreas therapy experienced recurrent low blood glucose after recently increasing ozempic from a half dose to a full dose, with reported readings in the 50¿60 mg/dl range; troubleshooting and education were provided by support, and the user was advised to await clinical follow-up before attempting a factory reset. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-management actions. Investigation included product technical support and user education. Investigation of this case revealed no device malfunction could be confirmed and the event was associated with clinical factors, with the cause of hypoglycemia remaining unclear. It was concluded that the device performance could not be assessed and that clinical management should be coordinated with the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.